Event description:
(B)(4).

Manufacturer narrative:
The broken-off piece of the edi catheter still remains in the pt. X-rays taken show that the piece remains in the same place and has not moved. The pt is being fed intravenously so the stomach and bowel are not very active which according to the hospital might explain why the piece is static. No measures have so far been taken to remove the broken-off piece. Another edi catheter was inserted to continue pt treatment. It is in place and functioning properly. The removed edi catheter is sequestered by the hospital and it has not been sent back for investigation. A supplemental medwatch will be provided after investigation. (B)(4).